Manufacturer narrative:
The sensor was returned for a sensor replacement alert and after being tested, it revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, an RMA was issued for sensor replacement. Device evaluated by manufacturer? Yes.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 15, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.